Manufacturer narrative:
(B)(4). A4 weight ¿ correction a4 weight units ¿ additional information b5: describe event or problem ¿ additional information d4 serial no ¿ correction d4 lot no ¿ correction d4 expiration date ¿ correction d9: device returned to manufacturer - additional information d9: date device returned ¿ additional information g3: date received by manufacturer ¿ additional information g6 type of report ¿ additional information h2: additional information/device evaluation information/correction h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information h4 device mfg date ¿ correction h6: type of investigation ¿ additional information. H10 corrected data.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Event description:
The complaint states that that signal loss of over one hour occurred for transmitter with serial number (B)(6). Data was provided for investigation. The problem was confirmed for transmitter with 8f56u7. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).